Event description:
It was reported the healthcare provider (hcp) accidently put the wrong concentration in the pump but did not update the programming of the pump. The pump ran for approximately 30 minutes and the hcp caught the error. Per the hcp the patient was ready for dose titration so she will leave the higher concentration and set to the lowest simple continuous rate. The reporter requested information on how to program the bridge. The patient had not received a dose of the higher concentration. There was no clinical issue with the patient since the patient was receiving the prescribed dose as he previously was. The pump was delivering baclofen the reporter requested information to confirm that the time remaining to deliver the volume for the old concentration was accurate. The bolus duration would be 61 hours and 39 minutes. It was confirmed that is the duration that they put for priming bolus. It was planned to have the patient follow up on (B)(6) 2014 to redo the priming bolus. The incorrect programming was a bolus dose of 0.455 ml over 61 hours and 39 minutes; 23.5 hours had elapsed since it was programmed incorrectly. Based on this programming, 0.156ml had been dispensed. The current bolus was canceled and programmed the remaining; 0.255 x 500 mcg/ml = 127.5mcg. 127.5 mcg/96mcg/hour x 24 = 31 hour and 52 minutes. Additional information reported the patient¿s pump was refilled on (B)(6) 2014 with gablofen 2,000 mcg/ml programmed to 96 mcg/day. He was supposed to be refilled at 500mcg/day but was refilled with 2,000 mcg/day instead. The patient was then programmed to reflect the concentration change with the priming bolus to adjust for rate/concentration change. This was an increase from 500mcg/ml 79.8mcg/day. There was an incorrect calculation for the bolus duration and therefore, the patient had to come back the next day to adjust the bolus duration. There were no adverse reaction/symptoms related to this concentration/dosage adjustment. The patient was admitted to a rehabilitation facility for further dosing increase and was being discharged home (B)(6) 2014.

Manufacturer narrative:
Concomitant: product ID 8840, serial# unknown, product type programmer, physician. Product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).